Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Diabetes care manager reported via phone call low blood glucose. Customer's blood glucose level was 21 mg/dl. Customer treated their low blood glucose with juice. Customer advised the insulin pump drained batteries frequently. Customer declined to troubleshoot for low blood glucose levels. Customer changed out the devices battery with a brand new battery. Customer advised their alarm history did not show any low battery alarms. Customer was advised to wait for the insulin pump to alarm low battery, clear the alarm and change the battery at that point in order for the device to properly record how often the batteries were being replaced.